Event description:
On 06/14/2022, it was reported by a sales representative via sems that an ar-9625 3.0mm hex driver and an ar-9592-2420 24mm baseplate had an issue, both items broke while being used. They were recovered and discarded. This was discovered during use on (B)(6) 2022 with no impact to the patient. Additional information was requested. On 06/15/2022, the sales representative replied via email and stated the following information: this event occurred on (B)(6) 2022 during a reverse total shoulder procedure. The sales representative present at the case was bryson eldridge, the bone quality of the patient was not provided, and no instrument was used to prepare the bone socket for the insertion of the implants. The case was completed with different instrumentation and the patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.